Event description:
It was reported that the user¿s insulin cartridge broke in the ilet, after which insulin leaked into the device and the pump would not power or charge properly; the charging pad light behavior indicated intermittent or absent charging despite correct placement, correct beta bionics charger use, outlet checks, and removal of potential interference, and the device later powered after drying but was not trusted for continued use, so a replacement ilet was issued and the user was counseled on charging indicators and start-up. Symptoms included no adverse clinical effects, and the user¿s blood glucose was reported as 103 mg/dl. Outcomes included device replacement, transition to backup therapy until receipt, and provision of a replacement charging pad and wall adapter; a goodwill belt clip and a demo box of longer infusion sets were also arranged. Investigation included technical troubleshooting of the charging system, verification of charger and outlet function, assessment of charging pad indicators, user education on proper charging orientation and accessories, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.